Manufacturer narrative:
Qc results on the day of the event were acceptable. The provided calibration signals were acceptable but the calibration frequency, last calibration (B)(6) 2019, is outside of the recommended range. The analyzer alarm history did not contain a conspicuous event. The investigation did not identify a product problem. The cause of the event could not be determined. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable low elecsys ca 15-3 ii assay result for 1 patient sample tested on a cobas 8000 e 801 module. The initial ca 15-3 ii result was 3.79 ku/l with a repeat result of 29.3 ku/l. The initial result was reported outside of the laboratory but was questioned by the physician as it didn't match the medical history of the patient. The ca15-3 ii reagent lot was 40948700 with an expiration date of 30-sep-2020.